Event description:
It was reported that when using the bd pyxis¿ es server had two unique patients are displayed on the same bed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device catalog, medical device model, concomitant med prod data upon investigation of this incident, it was determined that both patients were listed with the same assigned location (room and bed). A technical support specialist (tss) reviewed admission discharge transfer (adt) messages for both patients, verified in server application that both visits had identical room and bed assignments. It was queried and analyzed adt messages received for both patients, confirming the duplication. The tss coordinated with integration engineers (iest), to check cce and confirmed that messages from cerner contained the same room and bed assignments. It was identified the internet protocol (ip) and port for adt message reception via bd interface and determined that an a08 update message needs to be sent for the patient with the incorrect room assignment, including the correct bed in pv1.3.3, so es can update the bed. The findings were communicated with the customer, and the case was proceeded for closure. The system functioned as intended after the technical support specialist verified the issue with the device.

Event description:
It was reported that when using the bd pyxis¿ es server had two unique patients are displayed on the same bed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.